Manufacturer narrative:
The reported event that cross plate? Lapidus, left anchorage 2 cp t10 was alleged of s-12 (implant breakage after surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided despite multiple attempts. Additional information was received regarding patient details and the patient was identified to be a female with weight (B)(6), 165 cm (65 inches). Based on the details bmi was calculated and was found to be 35.59. Based on investigation, the root cause could be attributed to a patient related issue. The failure could have been caused by excessive workload imposed on the implant resulting in the breakage of the implant. Stryker offers labeling of best quality (op-tech, IFU) but stryker cannot grant that all users are skilled in the special field of traumatology and have read the labeling with diligence. In the case of an overloading or due to poor implantation technique an implant failure may result. The batch record could not be reviewed because the affected device was not returned and the lot number was not communicated. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that patient's left foot was revised due to infection (it was not reported to the rep if infection was clinically confirmed). Surgeon reported that the anchorage ii plate was broken.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital retained.

Event description:
It was reported that patient's left foot was revised due to infection (it was not reported to the rep if infection was clinically confirmed). Surgeon reported that the anchorage ii plate was broken.